Event description:
The port was implanted 7/17/96, on the left side for chemotherapy. Before the first infusion, the oncologist told the pt that the port was leaking. An x-ray was taken which showed a leak at the port-catheter connection. The port was removed.